Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedance on the left ventricular (lv) lead channel that resulted in a lead safety switch (lss). Technical services (ts) suggested troubleshooting and following actions. The device remains in use. No adverse patient effects were reported.